Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as the surgeon was inserting the intraocular lens (iol) into the patient's eye, the lens got stuck in the cartridge while inserting. The surgeon re-inserted a new iol of the same model and diopter and the patient was reported to be fine. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The intraocular lens was visually inspected. Visual inspection revealed scarce amounts of viscoelastic solution on the cartridge which indicated that the unit was handled and prepared for surgical use. Heavy dent/distortions were observed on cartridge tip. The lens was observed stuck in the loading zone area. The plunger and pushrod were advanced in the preloaded insertion system. The pushrod was observed overriding the lens in the cartridge. No assembly error and/or defect were observed in the preloaded insertion system related to the manufacturing process. Directions for use instructions and precautions sections provide the customer with information on properly handling the product during preparation and use for implanting the lens. The manufacturing records were reviewed. The manufacturing processes records were evaluated and the evidence showed that the lenses were manufactured within specification requirements. There were no associated deviations. A nonconformance was opened and although identified in the review, the nonconformance was not related to the reported complaint. No material or process changes were present in the review. The lens was manufactured according to established specifications and procedures. A review of the directions for use (dfu) was completed and provides instructions for preparation and implantation the lens. The dfu advices the physician to be cautious and states. Do not store the device in direct sunlight or at a temperature under 5°c (41°f) or over 35°c (95°f). Do not autoclave the device. Do not advance the lens unless ready for lens implantation. The recommended temperature for implanting the lens is at least 17°c. The combination of low operating room temperatures and high iol diopter powers may require slower delivery. The product record complies with release and usage specifications for the intraocular lens. The records did not reflect that the reported complaint was related to manufacture of the lens. The lens met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.